Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that sometimes it feels like it is burning on the implant. The doctor said it might be sitting on a nerve. The issue started maybe about 3 months ago. The patient will be shopping, and it just starts burning, and they have to sit down. The patient was redirected to their healthcare provider to further address the issue. Shoulder

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they had contacted their healthcare provider (hcp) about this issue on (B)(6) 2025. They reported that the cause of the burning at the implant sitting was not determined. When asked what likely caused or contributed to the issue, they reported "sitting on a nerve??" When asked what steps were taken to resolve the issue included they responded "??" They reported the issued had not yet been resolved.